Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited one high out of range shock impedance measurement on the right ventricular (rv) channel. On the same day the left ventricular (lv) pacing impedance measurement was also increased but remained within range. All other measurements were stable and there are no signs of a lead issue. Boston scientific technical services (ts) discussed that the out of range measurement could be due to electromagnetic interference (emi). This crt-d and rv lead remain in service. No adverse patient effects were reported.